Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range shock impedance measurements of 155 ohms. Technical services (ts) was contacted and recommended follow up. This ICD remains in service. No adverse patient effects were reported.